Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had the scroll wrap feature happen to him in the middle of the night when he is groggy and not sure of what he is doing. Customer's mother did not have any dates of the events and stated that her son usually doesn't speak up about it. Customer's mother saw the safety recall notice for the scroll wrap and wants the pump replaced. Customer's mother was advised to have her son do all boluses through the b button and it won't happen anymore. She was also advised to make sure the customer is seeing the amount he intends to take. Customer's mother didn't know when her son accidentally took too much insulin or if it happened at all. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and a cracked case at the display window corner.